Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized related to a possible mass that was found. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The patient remains under medical supervision.